Event description:
It was reported while using bd¿ 64l extra large sharps collector, hinge top with gasket a lid was found to be missing. The following information was provided by the initial reporter: the customer reported that one lid was missing.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: according to the DHR review process, the result showed there were no issues reported as missing lids during the manufacturing process for the part number reported. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. Based on information provided, it was not possible to confirm the root cause like a failure mode related to the manufacturing process since there was not enough information provided like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process and confirmed as capable to detect the lack of missing lids. If additional information that helps to find the root cause can be provided, then a new complaint record will be open to initiate a new investigation path. All the complaint information was captured also for tracking and trending purposes.

Event description:
It was reported while using bd¿ 64l extra large sharps collector, hinge top with gasket a lid was found to be missing. The following information was provided by the initial reporter: the customer reported that one lid was missing.